Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0140311. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked water from the heparin cap during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 8:45 in the morning of (B)(6) 2021, after successfully opening the infusion regulator during the puncture for the patient's infusion, water was found to drip at the heparin cap of the indwelling needle, immediately stopped using and replaced the heparin cap, and the infusion was successfully completed."